Manufacturer narrative:
A1: patient identifier: requested, not provided per hospital protocol. A2: date of birth: requested, not provided per hospital protocol. A4: weight: requested, not provided per hospital protocol. A5: ethnicity: requested, not provided per hospital protocol. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number . D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: inventory control coordinator cardiology. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: during a vt ablation, resistance was encountered and the 6 french pinnacle sheared off in the patient's vein. When the doctor pulled the ablation catheter out of the sheath, it ripped. Therefore, a cutdown was performed to remove the sheath and was successfully retrieved. Per the physician, there was "lots of blood loss"; however, the patient was stable.